Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00448. It was reported that the patient's leads had migrated after falling in a ditch. Migration was confirmed via x-ray. Surgical intervention may be pending to resolve the issue.

Event description:
It was reported that the patient underwent a lead revision on (B)(6) 2019 wherein the scs leads were repositioned. Stimulation was reportedly restored postoperatively.